Event description:
It was reported that during normal follow-up, a stored episode of noise coinciding with a single instance of low, out of range pacing lead impedance was observed. Externalized conductors were noted under fluoroscopy. Lead was capped and replaced during device change out for normal eri. Patient is doing well and will be monitored.